Event description:
It was reported there was a red error message; "fault code error" / hand control. No pt injury.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. Two red screen faults (f5 and f6) were the reason for the return. These faults occured due to high speed data becoming corrupted between pcbas. This can occur due to internal electrical noise or other equipment operating nearby. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.